Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawers 3-1 and 3-2 were not being detected. A field service engineer found that the module controller was not functioning. Further diagnostics revealed that the drawer 3-2 controller was also faulty. Both controllers were replaced, and diagnostics were run to verify functionality. The system was rebooted, and the drawers were configured within the application. The customer tested the drawers and confirmed that were functioning correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary device was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.